Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The procedure was done under general anesthesia. On (B)(6) 2021, imaging was reviewed and showed the spaceoar gel was within the right posterolateral portion of the prostate. There was no compression of the urethra and no problem with urination. There were no patient complications reported as a result of this event. The patient was advise to continue with the radiation therapy.